Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. Access was obtained via the right femoral artery. The 70% stenosed eccentric de novo lesion measuring approximately 3.5mm in diameter and 20mm in length was located in a moderately tortuous and non-calcified ostium of a saphenous vein graft to a diagonal artery that contained a significant bend of between 45 and 90 degrees. The lesion was predilated with a 2.5x15 nc quantum balloon reducing the stenosis to 20%. A 4.0x24mm veriflex stent was advanced to the lesion and deployed at 6 atms. As the stent was being deployed there was a shift of the stent and it came out of the ostium and into the aorta approximately 6mm. The procedure was completed by post dilating the lesion with a 5.0x15 nc quantum balloon. No further patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).